Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during normal device procedure this right ventricular (rv) lead was surgically abandoned due to high pace impedance measurements, and remained in the patient. It was noted that the pace impedance measurements had been high in the past. No additional adverse patient effects were reported.